Event description:
It was reported the pt began experiencing intermittent withdrawal symptoms including clonus, pruritus (no rash) and hypertonia. A cap study was successful; side port access had good flow. Reservoir volumes had been acceptable. There was no indication of infection. The drug used in the pump was compounded baclofen 2000 mcg/ml at a dose of 530 mcg/day. A ticking sound was also reported to be heard from the pump. Additional info received indicated the pt had a spiral CT in 2009, and it was determined the catheter was broken. It was felt the catheter was gradually breaking causing the pt's intermittent symptoms of withdrawal. Surgery had not yet been performed to replace the catheter. The pt outcome was reported as no injury - recovered without sequela. Concommitant medications included oral baclofen and scopolamine.